Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser was shooting out the top of the fiber tip. The procedure was completed with a second fiber without clinical consequence to the patient.